Event description:
The customer contacted baxter's technical service center to report an issue of check supply line alarm while on home choice (hc) device during use during fill 4 of 4. The registered nurse(rn) stated that the heater bag was empty. The home patient (hp) added a new bag to heater line. The final bag still had fluid in it. The baxter technical representative (tsr) helped the rn to end therapy and informed that it was not recommended to switch bags. Tsr recommended to contact the peritoneal dialysis registered nurse (pd rn) regarding switching bags while the home patient (hp) was connected. The rn will drain and fill the hp manually. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.